Manufacturer narrative:
(B)(4). Batch #: unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information was requested, and the following was obtained: could you please provide device information : psee45a. Did the device staple? Yes. Were the staples deployed into the tissue? No, they were reportedly stuck in the buttressing. Who fired the device? The surgeon. Who removed the device? The surgeon. What was the users experience with the device? The surgeon was using competitor buttressing with our standard echelon flex 45. Per the reporting nurse, ¿ the surgeon appeared to have no issue before the buttressing was used. Once it was utilized. He had issues stapling. He used twice as many green reloads as he normally uses in a case like this. The surgeon commented that he believed the issue was with our device vs the buttressing. Once he stopped using the buttressing, he was able to utilize the stapler as intended.

Event description:
It was reported that during and unknown procedure the device mis-fired. There were no patient consequences and there is no additional information at this time.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2021.

Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. D4: batch # u5cu6j. H6: component code =g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee45a device was returned with the anvil bent upwards and without reload present. During the evaluation the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.